Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery. Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included right lower quadrant pain, shortness of breath, anxiety, adnexal mass, cholecystectomy, tonsillectomy, carcinoma in situ of cervix, endometriosis, malignant neoplasm of ovary, ovarian serous cystadenofibroma, paratubal cyst, mass in pelvis, dyschezia, dyspareunia, back pain and adnexal torsion. Previously administered products included for birth control: mirena iud; for an unreported indication: acetaminophen. Concurrent conditions included cervical intraepithelial neoplasia iii, nephrolithiasis, loop electrosurgical excision procedure and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdominal pain"), 2 months 5 days after insertion of essure. On (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed") and urinary tract disorder ("bladder or urinary problem changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, anxiety and depression had not resolved, the genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the nausea, migraine, headache, fatigue, hypersensitivity, dyspareunia, weight decreased, bladder disorder, abdominal pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms. Current weight 133 lbs. Two trailing coils on the right and three trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, acute abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received- outcome of menorrhagia and vaginal bleeding was updated as recovered resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included right lower quadrant pain, shortness of breath, anxiety, adnexal mass, cholecystectomy, tonsillectomy, carcinoma in situ of cervix, endometriosis, ovarian mass, ovarian serous cystadenofibroma, paratubal cyst, mass in pelvis, dyschezia, dyspareunia, back pain and adnexal torsion. Previously administered products included for an unreported indication: acetaminophen and mirena iud. Concurrent conditions included cervical intraepithelial neoplasia iii, nephrolithiasis, loop electrosurgical excision procedure and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdominal pain"), 2 months 5 days after insertion of essure. On (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed") and urinary tract disorder ("bladder or urinary problem changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, anxiety and depression had not resolved, the genital haemorrhage and dysmenorrhoea had resolved and the nausea, migraine, headache, fatigue, vaginal haemorrhage, hypersensitivity, dyspareunia, weight decreased, bladder disorder, abdominal pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms. Current weight 133 lbs. Two trailing coils on the right and three trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, acute abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs and mr received - new events nausea, migraine, headache, fatigue, vaginal hemorrhage, hypersensitivity, genital bleeding, dyspareunia, weight decreased, bladder disorder & urinary tract disorder , abdominal pain and device monitoring procedure not performed were added. Outcome of dysmenorrhea, new reporter, patient information, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery. Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.